Manufacturer narrative:
(B)(4).

Event description:
A consumer reported a loss of stimulation. His device stopped working, the quantity and quality was not as good and he was not able to get as much stimulation. He had some stimulation, but very mild. Because the consumer was currently in ecuador, he would reach out to a healthcare professional in the area for potential end of service and discuss replacement. It was noted that the consumer had not seen a doctor in about six (6) months. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.